Event description:
It was reported that, during photoselective vaporization of the prostate procedure, the fiber broke inside the patient and error code 171 was displayed. The fiber stopped firing due to overheating and it was noted that pressurized saline irrigation was not used. The location of the fiber break was the fiber metallic tip, and the fiber tip was removed from the patient. The procedure was completed using a second moxy fiber with no patient complications.

Event description:
It was reported that, during photo selective vaporization of the prostate procedure, the fiber broke inside the patient and error code 171 was displayed. The fiber stopped firing due to overheating and it was noted that pressurized saline irrigation was not used. The location of the fiber break was the fiber metallic tip, and the fiber tip was removed from the patient. The procedure was completed using a second moxy fiber with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed and the reported allegation in this complaint has not been confirmed. Visual inspection found no visible defects. Microscopic inspection identified that the fiber tip had a distal circumferential fracture (dcf), and the glass tip was mildly protruding from the metal cap, indicating a glue failure. The reported allegation for error code 171, which indicates that an under power situation occurred where photodiode voltage dropped below target power threshold, was not able to be confirmed. The fiber tip exhibited severe debris adhesion (charred tissue) on its surface, indicative of prolonged tissue contact. However, the fiber was returned intact, including the tip, and there were neither pieces of the glass tip nor pieces of the metal tip missing. The returned fiber was functionally tested with the hene (helium-neon) laser fixture and found no breaks along the length of the fiber. The fiber also passed functional testing of the connector and saline test with no defects identified. Analysis of the fiber card data confirmed that the fiber was recognized, was not expired, and was used. Based on the analysis results and information available, there was no fiber break found during analysis; therefore, the reported allegations of fiber break and fiber tip removed from patient were not confirmed. The fiber was tested using the forward firing test and it was identified that the firing output rate was below the threshold for potential patient harm. The identified dcf with the firing output rate below the threshold for potential patient harm is unlikely to cause patient harm. The investigation is assigned a conclusion code of unintended use error caused or contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body or tip.